Event description:
No new event description information to report at this time.

Manufacturer narrative:
Correction: sex: male. Operator of device: correction from healthcare professional to lay/ patient. Device returned: two empty pouches were returned along with the two unopened and one used complaint products for this complaint record. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Device returned: two empty pouches were returned along with the two unopened and one used complaint products for the ten patients. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the connection between the catheter and the mac loc system on a ultrathane mac-loc locking loop multipurpose drainage catheter is leaking. This urine leak occurs after the patient (s) has been sent home. The user reported this occurred on ten separate patients. See medwatch: 1820334-2018-02080; 1820334-2018-02082; 1820334-2018-02164; 1820334-2018-02083; 1820334-2018-02099; 1820334-2018-02084; 1820334-2018-02100; 1820334-2018-02101; 1820334-2018-02102; and 1820334-2018-02085. As reported, the patient(s) did not experience any adverse effects or require any additional procedures due to this occurrence. To date, additional information has been requested but has not been received.

Manufacturer narrative:
A2 - patient age: ni, a4 - patient weight ni. H6: results code: (4210) leakage/seal, conclusion code: (25) cause traced to manufacturing. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the first returned device showed a used mac-loc in the unlocked position with no damage noted to the surface of the catheter. A tug and twist test passed successfully. A leak test was performed and confirmed leakage at the connection between the connector cap and tubing. During an attempt to remove the connector cap from the hub, the suture was found to be wound in the threads the flare of the catheter was also found to be circular in shape with a sheared lip. Two unopened catheters were also returned for evaluation. A tug and twist test was performed successfully on both catheters; however, it was discovered that one of the unopened catheters had a confirmed leakage between the connector cap and tubing during a leak test. When attempting to remove the connector cap from the hub of the leaking catheter, the suture was found to be wound in the threads. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were ten relevant complaints, all from the same customer with the same lot and same failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a root cause could be a manufacturing error, in which too many threads on the adapter were showing. This could be attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing and an inconsistent flaring process. The operator and production department were contacted and the operator was retrained on this process. This failure mode is being escalated per internal processes we have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.